Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included sennosides and docusate sodium for constipation prophylaxis and pyridium for painful urination prophylaxis. The patient began experiencing hematuria eleven days post procedure. The patient was hospitalized, and catheterization was performed one day post onset symptom for three days. Continuous bladder irrigation was performed one day post onset symptom for two days. A cystoscopy clot evacuation was performed two days post onset symptom. The patient symptom of hematuria was reported to be resolved three days post onset symptom. The study facility assessed hematuria as casually related to the holmium laser enucleation of the prostate procedure and not related to the device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included sennosides and docusate sodium for constipation prophylaxis and pyridium for painful urination prophylaxis. The patient began experiencing hematuria eleven days post procedure. The patient was hospitalized, and catheterization was performed one day post onset symptom for three days. Continuous bladder irrigation was performed one day post onset symptom for two days. A cystoscopy clot evacuation was performed two days post onset symptom. The patient symptom of hematuria was reported to be resolved three days post onset symptom. The study facility assessed hematuria as casually related to the holmium laser enucleation of the prostate procedure and not related to the device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included sennosides and docusate sodium for constipation prophylaxis and pyridium for painful urination prophylaxis. The patient started experiencing stress urinary incontinence on the procedure day (post procedure). The patient symptom was reported to be not serious, ongoing and no action was taken. The study facility assessed stress urinary incontinence as probably related to the holmium laser enucleation of the prostate procedure and possibly related to the device. The patient began experiencing hematuria eleven days post procedure. The patient was hospitalized, and catheterization was performed one day post onset symptom for three days. Continuous bladder irrigation was performed one day post onset symptom for two days. A cystoscopy clot evacuation was performed two days post onset symptom. The patient symptom of hematuria was reported to be resolved three days post onset symptom. The study facility assessed hematuria as casually related to the holmium laser enucleation of the prostate procedure and not related to the device. The physician attributed the hematuria to be secondary to a combination of anticoagulant therapy (eliquis restarted on five days post procedure) and increased patient physical activity (taking a long walk). It was further reported that the patient started experiencing pelvic discomfort eighteen days post procedure. The patient symptom was reported to be not serious. Medication phenazopyridine was provided to the patient. The patient symptom of pelvic discomfort was reported to be resolved on one hundred- and thirty-six-days post onset symptom. The study facility assessed the pelvic discomfort as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
G1. MFR site address 1, MFR site city, MFR site zip/post code and MFR site country corrected. H6. Patient codes updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included sennosides and docusate sodium for constipation prophylaxis and pyridium for painful urination prophylaxis. The patient began experiencing hematuria eleven days post procedure. The patient was hospitalized, and catheterization was performed one day post onset symptom for three days. Continuous bladder irrigation was performed one day post onset symptom for two days. A cystoscopy clot evacuation was performed two days post onset symptom. The patient symptom of hematuria was reported to be resolved three days post onset symptom. The study facility assessed hematuria as casually related to the holmium laser enucleation of the prostate procedure and not related to the device. The physician attributed the hematuria to be secondary to a combination of anticoagulant therapy (eliquis restarted on five days post procedure) and increased patient physical activity (taking a long walk). It was further reported that the patient started experiencing pelvic discomfort eighteen days post procedure. The patient symptom was reported to be not serious and ongoing. Medication phenazopyridine was provided to the patient. The study facility assessed the pelvic discomfort as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.